Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Litigation papers allege that the acetabular cup eventually detached, disconnected, created metallic debris and/or loosened from patients acetabulum, caused severe pain, discomfort and inflammation in her right hip, thigh and groin, lack of mobility, sharp pain and burning in the groin and burning pain in her thigh, low back pain, muscle spasms, femoral nerve injury, muscle wasting, extreme fatigue and inhibition of her ability to walk. The patient underwent revision surgery for the removal of the asr system. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Pt was revised to address elevated metal ion levels and pain.